Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error. Customer's blood glucose was 8.3mmol/l. The customer stated that the critical pump error image was display on the screen. The customer was advised that pump need to be replaced.

Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was present in the history and trace files due to a corroded force sensor. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a damaged keypad overlay texture, a peeling end cap address label and moisture damage on the motor assembly. The pump was received with a severely corroded battery tube and all electronic assemblies.